Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the dvi splitter, dvi to vga cable, scaler for the dvi to vga, and the computer of the navigation system were replaced. The computer for the navigation system has not been received by the manufacturer for evaluation. The dvi to vga converter was sent to the manufacturer for evaluation. The converter was found to not be outputting a vga signal. Without the component, the image will be narrow on the left and right side of the screen. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The scaler was returned to the manufacturer for evaluation. The scaler was found to not have leds illuminated on the front, resulting in a narrowed display at the top and bottom of the screen. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The dvi to vga cable was returned to the manufacturer. Heat shrink was removed and fuses were found to be open. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The dvi splitter was returned to the manufacturer for evaluation. It was reported that only one dvi would output. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while testing the navigation system, the touch screen calibration was off. When entering administrative settings to re-calibrate, the monitor resolution switched and shifted across the screen. Restarting the navigation system restored functionality. Then entering the cranial application software, the resolution shifted a second time. Further troubleshooting found that horizontal lines appeared when starting the system with the monitors on. An intermittent dropping was observed on the monitors before the signal was restored. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.